Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during orthopedic procedure, the device self-activated leading to a 2nd degree burn above the ankle. The burn was treated with cream. A new device was opened and successfully worked with the generator.

Manufacturer narrative:
Additional: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition of self activation was confirmed. The investigation found that the device is self-activating in coag mode. During teardown and failure analysis (fa) of this device, the switch mechanism at both cut and coag positions was found intact and without defect. However, there is an intermittent connection occurring near the solder joint between the electrode sleeve and the power bus which caused the apparent coag self-key. The solder joint itself appeared to intact. Stress fractures were observed in the strands of wire immediately adjacent to the solder joint, possibly related to metal fatigue induced by repeated insertion and extraction of the electrode. There are no observable manufacturing defects. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.